Manufacturer narrative:
The device used in treatment was not available for return. A review of the device history showed that this unit passed all acceptance criteria and was compliant upon release for distribution. There were no indications to suggest the device did not meet product specifications nor did it allege any product deficiencies. Complaint history has been reviewed and similar instances have been recorded in the previous five years, failures reported are under constant review to monitor for adverse trends. It is possible the device had a defective vacuum pump motor causing the reported failure. Without the return of the actual product, our investigation of this report is inconclusive. We have been unable to confirm the reported failures and subsequently determine a root cause. No further actions by smith and nephew are deemed necessary at this stage. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. In parallel, we continue to monitor for any adverse trends relating to this product range. Please be assured that all products are released to the market following rigorous quality checks during production and prior to dispatch.

Event description:
It was reported that during treatment the warning leak displayed in the window, the alarm sounds and the light is yellow on top. The home health nurse asked what can they do to get it to work properly. She did not have any further clinical questions for this nurse. She was provided information from clinical guidelines to disconnect quick click connectors and put the caps on each end to tether them closed. At the time the nurse closed both ends the device continued to display warning leak which means there is a problem somewhere within the device or canister. This nurse then instructed the home health nurse and the patient that was on speakerphone, to contact the number on the device that supplied it to her originally and let them know the device is not working properly and after troubleshooting, the leak lies within the device and canister portion.